Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through image analysis. Analysis found that the disc used was found to have an excessive file size which led to the reported issue. Analysis found that the software functioned as designed. A medtronic representative went to the site to test the equipment. Testing revealed that system functioned as intended and no hardware parts had to be replaced. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the ent software became unresponsive on the select patient screen. A hard reboot was performed, then they were able to launch the ent software. There was no patient present at this time.